Event description:
No patient identified. The catheter torque ability became defective during the procedure. Catheter was exchanged for another catheter. There was no harm caused to the patient from this incident.